Event description:
It was reported that the electrosurgical generator exhibited errors e433 and e457. The issue occurred during therapeutic transurethral resection of the prostate (rtu) the procedure. The procedure was completed with a similar device without delay. There were no reports of patient harm.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and device evaluation. Additional information: d8, h3, h6, h11 the device was returned to olympus for inspection, and the e457 error was not reproduced; however, the e433 error was reproduced. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely a fault occurred on the high voltage power supply board during activation. The subsequent restart led to error message e433 being displayed. However, a root cause was not determined. Olympus will continue to monitor field performance for this device.